Event description:
Reportedly, the instrument jammed on a blood vessel when the 4th or 5th clip was applied. The clip was properly positioned on the vessel, but was not released by the instrument. Another clip was applied with another instrument and the blood vessel was sectioned to release the jammed instrument. Procedure type: vascular.